Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the target lesion was mildly calcified and tortuous. While deploying the xience v 3.5 x 23 mm stent, a dissection occurred. A xience v 3.5 x 28 mm stent was placed to treat the dissection. No adverse patient sequelae were reported. The patient is reported to be doing well. No additional information was provided.